Event description:
Roche coaguchek xs pt test strips; strips were recalled but strips are not in the lot range for the recall. Pt had afib and was taking warfarin. Coaguchek test on (B)(6) 2018 was inr 2.0. Pt hospitalized with stroke on (B)(6) 2018. Lab tested inr at hosp was 1.1. Pt was compliant with warfarin dosage between (B)(6) 2018. Plaintiff suffered stroke and death. There are two coaguchek xs pt test strip containers; (6 strip pack). One is lot 25032221. The second is lot 27216421. It is not certain which lot was used by pt.